Event description:
Report received from abbott international affilate of tubing separation. The report reads, "the IV tubing "broke" off the secondary clave port. The primary line, therfore the set itself, was infusing normal saline via the plum pump. The IV set 12030-001 has one "y" port located distally to the cassette just before the IV tubing goes into the patient's venous catheter. This secondary port was being accessed by a nurse who was to adminster via secondary line another IV solution with gravol added into it. It is at this specific moment when the nurse was connecting the secondary line to the secondary "y" port that she noticed that the tubing located after the "y" port simply "broke" off. The patient was attached to the device but the incident did not cause any adverse effect to the patient. The incident did cause delay in treatment as the nurse has to prepare another IV set and solution bag in order to change the entire IV set up." Though requested, no additional information was provided.